Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that insulin pump had insulin flow block alarm and replaced ten reservoirs. The customer¿s blood glucose level was unknown at the time of the incident. Customer was reporting a past event. Customer reported that event was resolved by reservoir change. The reservoir will not be returned for analysis.